Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was selected for procedure. It was noted that during procedure the occluder exhibited a deformation during deployment. The decision was made to abort the implant procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was selected for procedure. It was noted that during procedure the occluder exhibited a deformation during deployment. The decision was made to aborted the implant procedure. There were no adverse patient consequences reported. Subsequent to the previously file report, additional information was received that the delivery system used when attempting to implant the 30mm amplatzer septal occluder was a non-abbott 10f delivery system. The 30mm amplatzer septal occluder was not damaged or mishandled in any during device preparation. The deformed occluder was confirmed/visualized while inside the patient via fluoroscopy examination. The deformed 30mm amplatzer septal occluder was never released from the delivery cable while inside the patient. There was interaction with cardiac structures during deployment and no kink or angulation noted in the delivery system. The implant procedure was aborted due to the lack of another 30mm amplatzer septal occluder or similar sized device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.